Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). Pre-dilatation was performed with a 2.75 x 20 mm non-compliant (nc) balloon at 18 atmospheres (atm), reducing the stenosis to less than 40%. The 3.5 x 28 mm delivery system was advanced to the lesion without resistance and the implant was successfully deployed at 16 atm. There were good angiographical results. The delivery system was deflated and withdrawn from the patient anatomy. Mild resistance was observed during removal. Outside of the patient, the hypotube separated in two portions at the level of the hub. Post-dilatation was performed using a 4.0 x 15 mm balloon at nominal pressure. The procedure was completed successfully after deploying a planned 3.0 x 18 mm implant in overlap. There was a good patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Though this device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.